Event description:
It was reported that while placing the bravo ph monitor the capsule attached to the pt's esophagus, but would not release from the delivery system. The capsule was found in the oral pharynx. No serious injury to the pt was reported.

Manufacturer narrative:
Final device was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp. The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (2007).